Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that the patient experienced a receiver initialization without manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was download and reviewed finding no data within the investigation window. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.